Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a rapidcross pta balloon with a non-medtronic 300cm guidewire to treat a plaque lesion. The lesion in the distal anterior tibial artery, of 4mm diameter, had a small degree of calcification and little tortuosity. The physician used a 5f non medtronic sheath. The IFU was followed and the device was prepped without issue. The lesion was not pre-dilated. Following advancement of the catheter with no resistance encountered or excessive force used, the physician decided that a different pta size was required. When attempting to retrieve the balloon and the catheter a fracture occurred at the catheter resulting in only the proximal portion the catheter being retrieved. The distal portion of the catheter remained in the patient. Surgery was required to retrieve 20cm of the distal end of the catheter. The procedure was completed using a non-medtronic stent post surgery to close up the distal anterior tibial artery.

Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. All components of the rapidcross dilatation catheter were accounted for. The rapidcross catheter was received in two segments. The rapidcross catheter was separated at the mouth/proximal end of the guidewire lumen rapid exchange port. The pitcher mouth damage to the guidewire lumen is consistent with guidewire prolapse. The distal segment consisted of the balloon chamber, guidewire lumen, and inflation pathway. The balloon chamber was in a pre-inflation profile. Several kinks in the guidewire lumen and inflation pathway were noted. The kinks were noted at approximately 19cm and 22.7cm from the distal tip. The outer sheath of the inflation pathway was twisted between 21.4cm to 23.8cm. The overall length of the distal segment was approximately 31.9cm. Two kinks were noted in the proximal segment of the rapidcross catheter. The kinks were in the area of the guidewire lumen rapid exchange port. The kinks were approximately 9.8cm and 11.3cm from the distal tip of the rapidcross pusher wire. If information is provided in the future, a supplemental report will be issued.